Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2364339. D4. Medical device expiration date: 31-mar-2024. H4. Device manufacture date: 09-feb-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ tube k2edta plh 13x75 3.0 plbl lav br has tubes that are clotting. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sample clotting was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotting based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd¿ tube k2edta plh 13x75 3.0 plbl lav br has tubes that are clotting. There was no report of patient impact.